Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file. A review of the submitted log file spanned approximately 5 days ((B)(6) 2021 per time stamp). The backup battery fault alarm activated on (B)(6) 2021 at 18:25 due to a failed load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. The alarm cleared on its own at 22:26. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial number (B)(6) , was not returned for analysis. Additional information provided on 11aug21 stated that the controller exchange resolved the alarm and the product will not be returned. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic with a backup battery fault on their system controller. This was a repeat alarm on a recently exchanged battery. The patient was switched to back up system controller. A review of the log file confirmed backup battery faults on (B)(6) 2021 at 1825 to 2226. The alarms resolved following the controller exchange.